Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient used a massaging chair and since using the chair they were not feeling well. The patient stated they were on the chair for 15 min. The patient stated that they had some time off and the hcp changed their medication, but they were not sure if it was the medication or the chair causing them to not feel well. They checked therapy status and the status said that stimulation was on/ok. It was recommended to follow up with the hcp. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported after they stopped using the massage chair and returned it, they stopped feeling unwell and the issue was resolved. No further complications were anticipated.